Manufacturer narrative:
(B)(4). It was reported that the absorbable hemostat was left in place in the initial procedure in (B)(6) 2011. It was removed during the second operation in (B)(6) 2011. The fever began on post operative day 32 and that is why the absorbable hemostat was removed. The surgeon opines that the absorbable hemostat was not the cause for the infection. It may have been the re-insertion of the drain which caused a retrogressive infection. Currently the patient has not had another infection.

Event description:
It was reported that a patient underwent a thoracoscopy and a right upper lung lobectomy for a pneumothrax in (B)(6) of 2011 and an absorbable hemostat was used. After the surgery, the patient developed a fever and a drain was placed. The drain was removed, but the patient had fever and another drain was placed again. The patient¿s wound was also washed. In (B)(6) of 2011, the patient underwent right upper lung lobectomy. It was noted that the right lung where the absorbable hemostat was possibly left became thickened, so the surgeon removed it. The next day, the patient developed an infection. The surgeon opines that that the absorbable hemostat did not contribute to infection. The cause may be from the drain or washing of the wound that lead to the infection.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.